Event description:
It was reported that by a nurse that the cadd prizim pump underinfused an oncology patient. There was a significant volume of fluid leftover, however the pump was indicating that the cassette was empty. No death, or serious injury was reported in connection with this incident.

Manufacturer narrative:
One cadd prizm vip pump was returned for analysis. The investigation found no problems with the pump. The customer's reported problem could not be duplicated. Based on the evidence, the complaint could not be confirmed. The root cause could not be identified.

Manufacturer narrative:
Cadd cassette's were returned for analysis. Visual inspection performed and product found the product in good condition. Customer's complaint was not verified. The cassette attached properly and did not give any alarms related to no cassette attached. The problem source is unknown. As a preventative action, a notification was sent of this complaint to the production personnel on 9/26/2018.